Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a black screen. The customer stated that they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had blank screen. A field service engineer (fse) resolved a station black screen issue by tracing the failure to drawer 3.2. The interface board showed no lights, and the drawer controller failed the ohms test. Both boards were replaced, connections secured, and the hard stop tightened. Testing in hardware test application was successful, and the drawer was assigned in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a black screen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.